Event description:
It was reported that: patient data included information that 83 y.o. Female patient has been treated before on the other femur with a double bioss system screw for a neck femur fracture. So, for the high risk of fracture of the contralateral femur and the osteoporosis, she has been treated also with the preventive femuroplasty technique in the same femur: one bioss screw plus cerament bvf. Surgeon used cerament injected in this cannulated screw called bioss system. This technique has been identified as femuroplasty so a preventive surgery on the contralateral femur when a fracture occurred in the other femur or when there is a high risk of fracture. This would prevent any other fracture on the contralateral, strengthening the bone. In this technique cerament is injected through the screw and spread into the bone through the holes. Patient was diagnosed with a thrombosis of deep femoral vein and this has been linked to the picture earlier described. I have been reported from local agent, supporting the bioss system, that dr has used cerament just slightly before 3 min. This morning patient has been discharged, she feels good but she had been diagnosed a thrombosis of deep femoral vein (today), but she is walking and feeling well.

Manufacturer narrative:
If pressure is used during injection, when using the cannulated screw, the risk of migration of a bone void filer into the venous system might be increased. According the IFU "overpressurization during injection should be avoided as intra-medullar injection with any bone void filler may lead to fat embolization or embolization of cerament bone void filler into the blood stream". "Overpressurization of the device may lead to extrusion of the device beyond the site of its intended application and damage the surrounding tissues". Cerament bone void filler might lead to thrombosis with subsequent vascular damage. Another cause of the intravasation of cerament bone void filler might be too liquid consistency when injected. According the IFU "wait until 3 minutes after start of mixing: carefully inject into the bone void/gap under visual inspection and/or by radiographic monitoring". As we know from the observation form cerament bone void filler was injected less than 3 min mark which might have contributed to the adverse event. It was reported that femoroplasty is a preventive procedure when there is a high risk of fracture. A per IFU "no clinical experience with prophylactic use". It was reported that the diagnosis of thrombosis of deep femoral vein was made next day after the surgery. The patient felt well and was discharged without any intervention on the same day. As there is higher risk of serious deterioration in health status this event was reported to the competent authority in italy (ministero della salute) bsi and FDA according to respectively regulation. Evaluation of product: review of batch records was performed. All release tests were within limits and nothing deviating was seen. A batch of (B)(4) was produced and there are 48 in stock. There have not been any similar complaint on the matter. Risk assessment and precautions / potential adverse events / directions for use in instructions for use already cover the occurred event, and hence it can be concluded that there are no corrective actions required. There is an increased risk of overpressurization, if injected into the cannulated screw or into cancellous bone, which may lead to leakage of cerament bone void filler into the blood stream. Another cause of the intravasation of cerament bone void filler might have been too liquid consistence of the paste since it has been injected less than 3 min mark. The incident was described in the risk assessment and the instructions for use for cerament bone void filler. Diagnosis of thrombosis of the deep femoral vein was established. The patient remained clinically stable and asymptomatic and was discharged on the same day without requiring any intervention. The product was not defect and it has not malfunctioned.